Event description:
It was reported that the patient experienced pain at the pocket site and that the overlying skin was found to be very thin. On(B)(6) 2003, the patient reported that the implantable neurostimulator (ins) had eroded through the skin. The patient was admitted to the hospital for 3 days and had the ins explanted; the leads were left in place. Once the ¿open wound¿ had completely healed, the patient was to receive a new ins inserted in a new location. ¿very thin patient¿ was listed as the cause of the event; the patient was reportedly ¿recovering well¿ and the event closed (B)(6) 2003. It was unclear if the patient received a new ins at the time of the event being closed. Additional follow-up is being conducted to obtain these answers. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 4351, lot# serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).